Event description:
The advocate stated she received a control result of 182mg/dl on customer's contour meter. The normal control range was 102-140mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.